Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms were not working, and the light emitting diode (led) was not turning on and broken during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the previous repair may be related to the current complaint. The reported issue was verified through alarm history review. Probable cause was defective main bord and speaker. Replaced main board and speaker to resolve reported issue. The device was recalibrated and passed all performance verification testing.